Event description:
The customer called stating that she could not take her blood sugar, and she could not get a good reading. She tested and got 6.3mmol/l. The customer stated that the meter has been reading in the wrong units for a few days. Customer service helped her reset the meter to mg/dl. Customer service is having her return the old meter and will replace with a new meter.